Manufacturer narrative:
Evaluation: method - work order search. Results: visual inspection of the returned product showed the lens was returned in liquid and a haptic was broken. A work order search revealed there were no similar complaints found. It has been determined that the most likely root cause of the event was user/technical error. (B)(4).

Manufacturer narrative:
Pt(B)(4). Eval conclusion: no conclusion can be drawn. Based on the complaint history, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The surgeon reported that the surgeon inserted a vicm12.6 implantable collamer lens and the lens during injection/delivery into the eye. No pt injury reported.